Event description:
A consumer reported poor coupling, and that the implantable neurostimulator (ins) was almost completely dead because the patient was not charging properly since (B)(6). The consumer stated that they sat down with the patient and went through the charging process, with them only able to receive 2 coupling boxes, and that the charging session will stop and beep several times. Furthermore, they have to move the antenna around because it gets disconnected, with them having to restart the charger. The consumer went on to say that sometimes 4 boxes are filled in which drops down to 2, with the patient having charged overnight for 6 hours and then stopping as they did not want to charge anymore. Troubleshooting was performed which included turning the antenna dial and adjusting the antenna on the patient's skin directly, which resulted in 4 coupling boxes filled in. Adhesive discs were requested to see if it would help with the coupling issue. The caller also noted that they were told they may not see many boxes filled in right after implant procedure. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders. Additional information was received from a manufacturing representative and a friend or family member of the patient. It was reported that the patient is able to get 4 coupling boxes filled in, and sometimes maybe 6. Because of the coupling issue the ins has never been able to get fully charged. The patient's family will push on the antenna, and that is when they get 4 coupling boxes. Repositioning the antenna and performing an antenna locate did not resolve the issue. The caller stated they can feel the ins but it is difficult to palpate because it is in deep fascia. It was also stated that it does not appear the ins is flipped or tilted. There were no symptoms reported until additional information was received the next day, stating that the patient was trembling that day.